Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion due to a large drop in estimated longevity. This device remains in service. No adverse patient effects were reported.